Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure plastic material was found inside packaging. It was noted that there was a piece of plastic found with the encore 26 inflation device. It was believed that it was part of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, plastic material was found inside packaging. It was noted that there was a piece of plastic found with the encore 26 inflation device. It was believed that it was part of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the unit components were visually examined for any damage, defect and foreign matter and no issues were noted. A functional test of the complaint device was carried out. Leak test to determine the presence of leaks. No air bubbles were emitted from the device hence the unit passed. Gauge accuracy test to assess the accuracy of the gauge under pressurization and at 0 pressure. The results were within these parameters. Side load involved applying pressure to the proximal end of the handle. The unit has passed if the unit maintains a vacuum in this position. The unit passed. Pressure damping test to ensure the unit falls. The unit passed. The unit was primed with 5ml of water before withdrawing the plunger to create a vacuum. There was no bubble leakage. The device passed the device locking mechanism test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure plastic material was found inside packaging. It was noted that there was a piece of plastic found with the encore 26 inflation device. It was believed that it was part of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ae or product problem: corrected from reported issue is both an adverse event and product problem to product problem (B)(4).